Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as the patient not wearing a mask while performing pd therapy. On the same day as the onset of peritonitis, the patient was hospitalized for the peritonitis event for approximately two weeks. The patient was treated with unknown antibiotics (intraperitoneal for approximately one week, dose and frequency not reported) for peritonitis. The patient stated that they were scheduled to have their pd catheter removed to switch to hemodialysis but would later return back to pd therapy. At the time of this report, the patient was recovering from the event. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.